Manufacturer narrative:
To date, depuy mitek has not received the complaint devices for evaluation. However, this failure mode has been the subject of a long term study. The study has brought forth several hypotheses for this failure mode that indicate user technique. One hypothesis is that during initial anchor insertion, excessive insertion torque was applied off-axis or while the tip of the driver was not flush with the bottom of the anchor head. Also, it may have been inserted into too hard or dense bone. The IFU states in the warnings that the device may break/fracture if inserted into very hard bone. Any one of these improper techniques could have created stress fractures or weakened the anchor during initial insertion, leading to complete severance of the partially fractured anchor post-operatively upon further loading. Furthermore, a batch record review has been conducted to determine if there are any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and, therefore, there is no internally assignable cause for the reported problem. Therefore, no other root-cause could be determined other than those cautioned against in the IFU. We believe this to be a user technique issue. When and if the complaint device is received here at depuy mitek, it will be subjected to a root cause failure analysis. If the analysis identifies any definitive root cause outside of these hypotheses, a follow-up report will be filed. No further action is warranted at this time.

Event description:
Our affiliate is reporting that three months post-op, the patient required a revision surgery. The spiralok anchor failed at the eyelet in the post-operative timeframe. The surgeon stated that there were no complications noted during the initial procedure.